Event description:
Reporter indicated that a vns patient had high lead impedance readings on a systems diagnostics test. However, the output status and dcdc code indicate that the vns system is able to deliver 1ma of current. A battery estimate performed yielded approximately 7.99 years remaining on the generator. Further attempts to the reporter for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause of contribute to a death or serious injury.